Event description:
It was reported that the zimmer skin graft mesher driver was bumping and the carrier was getting stuck. It was noted that this device was a loaner, but the complaint came from the university of louisville hospital. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/24/1991 and previously returned for repair on 11/7/2013 for a non-related issue. Evaluation of the device observed the comb had a bent tine on the right side and the test cutter would not move freely within it. The roller had the right end worn and gnarled and the gear teeth galled. Prior to repair, the test mesh passed, but the device was outside calibration specifications on the left and right side and outside side to side specifications. Repair of the device included replacement of the comb, roller and roller gear, bushings, and right side plate. The customer did not return any carriers for evaluation. Improper handling most likely cause the lack of calibration and damage to the comb, which likely cause the customer's reported event. It should also be noted that improper handling, regarding improper seating of the ratchet to roller, was also the likely cause of the damage to the right end of the roller and the roller gear teeth. The device was serviced and returned to the customer.